Manufacturer narrative:
Olympus received two thunderbeat hand pieces for eval. The analysis confirmed the reported error codes. On the 1st handpiece, a fracture was noted on the probe near the proximal end and the teflon pad showed thermal damage; this damage could account for the displayed error codes. The 2nd hand piece was returned with the broken probe tip. The probe was broken at 13mm from the distal end. There were abrasion marks at the same location on the electrode grasping section and the teflon pad. This damage may result when grasping and twisting the hand piece during activation. Also, the device history log revealed that the user continued to use the device even after several error codes were displayed.

Event description:
Olympus was informed that during a laparoscopic supracervical hysterectomy procedure, the first thunderbeat hand piece was continuously generating unspecified error codes and the transducer was said to have been replaced as a result, but the error codes persisted. The user replaced the device with a 2nd thunderbeat device in which the probe broke off in the pt during the dissection of a uterine suspension ligament. The broken fragment was retrieved without complications. No pt harm was reported.